Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced a cracked/ broken cap. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged cap of one tube. According to the customer's report, the cap was deformed with a crack.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-09. H.3. Investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed damage to the hemogard closure. Evaluation of the sample and photos confirmed the presence of damage as a notch can be seen at the top of the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd determined the root cause of the customer¿s failure mode to be attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced a cracked/ broken cap. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged cap of one tube. According to the customer's report, the cap was deformed with a crack.